Manufacturer narrative:
This is one of two device reports for this event.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiopulmonary arrest and subsequently expired on the same day. It was reported that the death occurred due to the administration of granuflo and/or naturalyte.